Event description:
While nurse was giving sq heparin, tb syringe found to have a crack in the side of it. Medicine sprayed out of the crack as well as into the patient. Unsure how much of the dose the patient received.